Event description:
Rn removed only hub came out, catheter remained in vein. Remaining fragment of catheter was removed by surgery per small incision with one suture for closure. Dates use: (B)(6) 2018; diagnosis or reason for use: lung ca s/p lung resection.